Event description:
It was reported by a physician's office that the pt's device could not be interrogated. The physician was not willing to wait for assistance on the issue. Furthermore, the pt was stated to have an impedance over 10 kohms. Previous diagnostics had been within normal limits. It was explained to the doctor that the device could be interrogated since the impedance message was noted while working on the pt's generator. The doctor also indicated that the pt was having an increase in seizure activity. Later information revealed that when the physician attempted to interrogate the pt, the high impedance message was displayed. The physician was unaware that he could proceed past the message. Causing the confusion on interrogating the pt. Clinic notes from the office also stated that the pt noticed the stimulator was not "coming on" as frequently as in the past; the physician noted that the impedance issue could be causing this as well as the increase in seizures. The patent was stated to have no reported trauma or manipulation. Xrays of the pt, however, showed a gross lead fracture on a lateral view of the pt where the lead exited a tie-down. Attempts for further information have been unsuccessful to date. A lead revision surgery in the future is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.